Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The report stated that the ligasure atlas handpiece did not seal tissue during a surgery. This did cause some blood loss. Another ligasure atlas handpiece was opened and also did not seal the pt's tissue. This second handpiece is being reported on MFR report #1717344-2008-00175.